Manufacturer narrative:
Other, other text: device evaluation: one level 1 hotline low flow systems was returned for analysis. Visual inspection performed, and device found with noisy pump, enclosure cracked at drain fitting causing leak, cracked covers, defective microswitch and worn line cord. During the investigation, the device tank was filled with water and tempo attached to check, plug in line cord and turn on device. The customer reported problem was confirmed. According to the investigation the reported problem was caused by cracked enclosure near drain fitting. Investigation replaced the enclosure, pump, both covers, microswitch and line cord. Performed pm and calibration completed for device. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during testing a smiths medical level 1 hotline blood and fluid warmer was found to be leaking water with no alarm. There were no reported adverse effects.